Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable has a black outer sheath on it and on one end of the cable the sheath has come off of the cord. This exposes the metal and is alarming to the users. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable has a black outer sheath on it and on one end of the cable the sheath has come off of the cord. This exposes the metal and is alarming to the users.

Manufacturer narrative:
Corrected section: describe event or problem. Corrected updated event to reflect the correct information. Internal complaint number: tw # (B)(4). Autonumber : # (B)(4). This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The hemopro2 extension cable device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The connecter collars of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position leaving the inner component exposed. The extension cable was returned with the broken connector collar piece. Based on the return condition of the device and the results of the investigation, the reported complaint was confirmed for the reported failure mode "break; cord".